Event description:
A (B)(6) male pt underwent aaa repair. The pt's anatomical form was not suitable for endovascular repair because the pt has short proximal neck and access route vessel has calcification. The physician punctured the main body sealing portion for the renal artery route, but he placed it at lower than desired position. The physician punctured the main body extension and placed the suprarenal stent position, but the endoleak remained. So the physician placed the another main body extension at the main body punctured portion. Then the physician did angiography and he recognized type I endoleak because the stent graft placed at lower position. The physician placed the self produced stent graft to fix the endoleak, but the stent graft was too long and distal side of the stent graft was deployed at the ipsilateral portion. (Like a converter) so the physician tried to insert the converter, but it could not be inserted due to the self produced stent graft. Since the ipsilateral leg was moved to proximal side due to several placement of the stent graft, so the physician placed a zt iliac leg to push up the self produced stent graft. Finally, the physician performed the femoral-femoral bypass procedure and confirmed the endoleak was resolved and ended the procedure. The pt outcome is good.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.